Event description:
Bilateral implant ruptured, discovered during surgery, left-side.

Manufacturer narrative:
This device has been explanted but we have not received it back from the md.

Manufacturer narrative:
Sientra complaint: (B)(4). The device was returned intact and functional with light yellowing of the gel. Patch joint integrity pass the 200% for ten seconds with no complete separation. The patch was still intact with no gel leak just a partial patch joint separation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.